Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was repaired during the service call.

Event description:
The customer reported that the 9800 system had a collimator error and would not save images. No pt injury was reported.